Manufacturer narrative:
Additional information was received that the patient had inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. Model #: sc-4316, lot #: 17241724, description: next generation anchor kit sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.